Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a post-procedure follow-up, varying capture thresholds were observed on the newly implanted right ventricular lead. Telemetry was reviewed and pacing spikes with loss of capture were noted. A chest x-ray was performed and revealed that most of the slack was pulled out of the rv lead. The device was reprogrammed to unipolar pacing and lead revision was scheduled. The rv lead was explanted and replaced successfully. The patient was stable without any adverse consequences at any time.

Manufacturer narrative:
The reported event of loss of capture was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.